Event description:
It was reported an overdose occurred. It was noted that the overdose occurred approximately six months earlier; an exact date was not reported. The overdose symptoms began the day after a refill. The patient was admitted to the hospital. The device system was used to infuse fentanyl. No further information was reported.

Event description:
Additional information was received. It was reported the cause for hospitalization was yet unknown. Later on hcp reported that they were thinking the issue is something neurological with the patient and not a pump issue. Physician indicated the first time it happen the pump had been refilled. They ruled out a pocket fill because volumes were checked and found correct therefore this could not have been overdose. Also said that because of the fentanyl in the pump, even 1 cc in the pocket would have created an immediate reaction. It was noted patient's overdose symptoms happened 6 hours after the fill. Physician said programming was also checked and found correct. He indicated patient was 'completely obtunded.' Patient went to ER but everything was found fine with the pump. Patient was programmed to minimum rate and scheduled to have a CT scan. Hcp did not believe that anything is wrong with the pump or catheter at all. Patient had something else going on that they just have not discovered yet. Physician said he can without a doubt say that neither of these events was an overdose. He said he has not seen or heard from the patient since she was discharged from the ER.

Manufacturer narrative:
Patient programmer, model 8835, serial# (B)(4), catheter model 8709, serial# (B)(4), implanted: 2010 (B)(6), accessory model 8578, serial# (B)(4), implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).